Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010 the lay user/pt contacted lifescan alleging that the onetouch ultramini meter displayed error messages. The medical surveillance specialist (mss) contacted the pt to obtain/clarify information. The pt said the issue started sometime in (B) (6) 2010. She says she continued to get error messages and did not get any readings on her meter. The pt said that it is important for her to test her blood sugar before eating or exercising, otherwise she might crash or spike. She said that she had not been testing her blood sugar regularly and that she was not eating on time since (B) (6). One time at work in (B) (6), she allegedly spiked, passed out, and was taken to the emergency room where she was treated and released. The reading taken at the emergency room at that time was 187 mg/dl. Then on (B) (6) when she was at work, she alleged she "crashed," passed out, and was taken to the emergency room where she was given IV glucose and released. The pt also mentioned that she has cancer and is being treated for it. The pt now has a new meter which she states functions properly and has not had any symptoms since obtaining the new meter. According to the troubleshooting performed with customer service, there was no misuse of the product. This complaint is being reported because the user alleged her meter was displaying error messages, that she was unable to test on her meter, and experienced symptoms that were indicative of both hypoglycemia and hyperglycemia requiring treatment.